Manufacturer narrative:
(B)(4).

Event description:
This event has been identified as a duplicate of MDR ID 2134265-2016-05687. It was further reported through a medwatch form that there was no device fracture as previously reported. It was further reported that in (B)(6) 2016, the patient underwent a successful left atrial appendage (laa) closure procedure. The watchman ® laa closure device was implanted with a complete seal noted. The patient had a follow up appointment in (B)(6) 2016 and it was noted that there was a flailing or flap on the closure device. There were no patient complications and the patient is stable. It was further reported through a medwatch form that the patient was on warfarin following the implant procedure. He had continued gastrointestinal bleeding problems on the low dose warfarin. On (B)(6) 2016, the patient had a routine 45 day follow up transesophageal echocardiogram (tee). The position of the closure device was perfect ad the compression was perfect. There was no leak around the device. However, there was some flow through the device which was consistent with a possible tear in the fabric. The patient did not have any signs or symptoms of a transient ischemic attack (tia) or stoke and denied any other cardiovascular symptoms at that time. On (B)(6) 2016, the patient returned for another tee which revealed that flow across the device was no longer present. Interatrial flow also was not present. On (B)(6) 2016, the patient was seen again for another 3 month tee and the physician noted that the leak was completely resolved and the device looked spectacular.

Manufacturer narrative:
Laao/ncdr registry device evaluated by manufacturer: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Boston scientific received events as part of the laao/ncdr registry for the watchman left atrial appendage (laa) closure devices, falling under the left atrial appendage occlusion (laao) registry of the (B)(4). This malfunction MDR is being sent as stated in the summary reporting exemption approval number ¿ e2017028 for product code ngv approval letter. A 24mm watchman laa closure device was deployed and released during the implant procedure. It was reported in the laaor data that patient (B)(6) experienced device fracture 37 days post procedure.